Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI and now the stimulator was not working. The hcp called to ask how to troubleshoot the scenario and evaluate the patient. The hcp stated that the patient was feeling a "sparky" feeling when she turned the system on. The hcp stated that based on visual exam he did not see any damage to the skin around the pocket or the location of the lead. The hcp stated they spoke with the manufacturing representative (rep) and patient services were going to attempts to have the rep interrogate the patient's device. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's device was fine, and the patient only felt a ¿spark¿ as you say during MRI. It was also stated that it was very important the patient had MRI of her brain only- she took the appropriate measures in turning her device off and instructing the tech she had this device. Patient later recalled she recently had a metal plate put in and that was what caused the issue described above. Physician has since spoke to patient and issue is resolved.